Event description:
The lens was removed and replaced without complication due to the pt's intolerance of the halos and glare he experienced.

Manufacturer narrative:
The lens was received cut in 2 pieces with both haptics missing precluding our evaluation. Halos and glare are a known and labeled possible side effect of multifocal lens implantation. The iol met manufacturing criteria at the time of release.